Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] , presence of an essure implant fragment [device breakage] , following this procedure, the patient presented with vaginal inflammation associated with pain [vaginal inflammation] , following this procedure, the patient presented with vaginal inflammation associated with pain [post procedural pain] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("presence of an essure implant fragment") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed in (B)(6) 2024. On an unknown date, the patient had essure inserted. On (B)(6) 2017 she underwent medical device removal (seriousness criterion intervention required). On unknown dates she experienced device breakage (seriousness criterion intervention required), vulvovaginal inflammation (". Following this procedure, the patient presented with vaginal inflammation associated with pain"), procedural pain (". Following this procedure, the patient presented with vaginal inflammation associated with pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2014 interadnexal hysterectomy by laparoscopy). At the time of the report, the outcomes for medical device removal, vulvovaginal inflammation, procedural pain and post procedural complication were unknown. The reporter considered device breakage, medical device removal, post procedural complication, procedural pain and vulvovaginal inflammation to be related to essure administration. The reporter commented: the patient alleged that the care provided by obstetrician-gynecologist, from (B)(6) 2017, consisting of removal of an essure implant and both fallopian tubes, was responsible for her condition. Following this procedure, the patient presented with vaginal inflammation associated with pain. In 2023, an abdominal CT scan identified the presence of an essure implant fragment. A total interadnexal hysterectomy by laparoscopy was performed in (B)(6) 2024. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] in 2023: presence of an essure implant fragment. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.